Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead had a conductor fracture. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. The lead was severed 11.8 cm from the terminal pin. Set screw marks were noted on the terminal pin and ring. Visual inspection noted the lead body was bent and the coils were slightly stretched. An anode conductor coil was fractured approximately 10.2 cm from the terminal pin. Detailed analysis confirmed a circular pattern of ductile dimples on the fracture surface, indicating that the wire failed due to torsional overload.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
--

Manufacturer narrative:
Analysis of the returned lead portion is currently ongoing. This event will be updated upon completion of the analysis.